Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, there was a bleeding on the staple line. They then over sewed the tissue to resolve the issue in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one video of a complaint related to a reload. A visual inspection of the returned video noted: {00:00} bleeding was visible in the surgical field. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.